Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, x-ray revealed externalized conductors on the rv lead between the svc and rc coils. The lead was capped and replaced. The patient is in stable condition.